Event description:
It was reported that the device was interrogated and there was no magnet repsonse. The next day when the device was interrogated it was found to be at vvi 65, and it could be reprogrammed back to its original settings. There was reference that the patient possibly had an MRI. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6)2010 at 07:18:24, the device recorded a critical ram parity error power on reset.